Event description:
Device reprogramming successfully resolved the event.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed oversensing due to myopotentials. Reprogrammed was suggested and the patient experienced no adverse events due to this event. The patient is in stable condition.